Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus and cursor were not aligned. Analysis also noted that the stylus cable was pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was bad which rendered the stylus unusable. The programmer was returned for service. No patient complications have been reported as a result of this event.